Event description:
It was reported that the radiofrequency (rf) head was not able to establish telemetry with implantable devices. The rf head was exchanged and interrogation was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).